Event description:
Information received indicates the ground loss light is blinking at the control panel on the footboard.

Manufacturer narrative:
The technician replaced the power cord plug due to a broken pin ground.